Event description:
It was reported that following the initial implant the catheter pulled out of place. The reporter indicated that the catheter was re-inserted five days later. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.